Manufacturer narrative:
(Expiration date): unk, no serial number reported. (Device manufacturing date): unk, no serial numbers reported. Claim # (B)(4).

Event description:
The reporter indicated that a 13.7mm toric lens was implanted, and high vault was observed. The reporter stated " the patient is very happy, and pressures are normal at 17. This surgery is now 3 weeks post-op. They are unsure if they should leave the lens in as is, or exchange it for a different size." If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
H3 - device evaluation: lens was returned in a micro-centrifuge vial returned in liquid. Visual inspection found no visible damage to the lens. Claim#: (B)(4).

Manufacturer narrative:
Additional information: b5: it was later reported that the lens was explanted. H6: lens work order search: no similar complaint type events reported for units within the same lot. Claim#: (B)(4).

Manufacturer narrative:
Additional information: b5: t was later clarified that a 13.2mm tmicl13.2; -15.50/2.5/91 (sphere/cylinder/axis) implantable collamer lens was implanted into the patient's right eye (od) on 10/aug/2020. The patient experienced excessive vaulting. The lens was explanted and replaced with a shorter length lens. Claim#: (B)(4).